Event description:
New information received notes that the patient had been admitted due to worsening shortness of breath.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with chest pain during deep breaths. A chest x-ray revealed pericardial effusions. The effusions were treated with pericardiocentesis. The patient received a blood transfusion and hemodialysis for recovery. The patient was discharged in stable condition.